Manufacturer narrative:
The returned closure top was evaluated. The threads were found to have fractured off in a manner consistent with a misalignment between the sleeve and pedicle screw tulip during closure top installation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions on proper device assembly and usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00422 thru 3012447612-2017-00426.

Event description:
It was reported that the threads of five closure tops were broken during installation within surgery. They were removed and replaced with alternative closure tops. There was no report of patient impact associated with this event. This is report one of five for this event.